Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Refer to manufacturer report (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a cryoablation procedure of the nose to kill nerves. Patient reported, "when they stuck the thing up the nose to freeze the nerve , the reaction I had was most excruciating pain." He was in so much pain. Patient stated the cryoablation therapy place said they had not seen a reaction like that and also said it would be caused from the deep brain stimulation. Caller states they had to stop and could not do the stent part and it is being rescheduled. Additional information was received stating the patient had intense pain, specifically headache related to a cryoablation procedure. It was said that the physician administered gabopaten before the procedure and they had a headache 20 minutes after.